Manufacturer narrative:
The investigation did not identify a product problem. The issue was found to be sample-specific as the wavering results were due to the low levels of mutation which generated a CT value near the limit of detection for the exon 19 del target. According to the method sheet, "detection of a mutation is dependent on the number of copies present in the specimen and may be affected by sample integrity, amount of isolated dna, and the presence of interfering substances."

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results with the cobas® egfr mutation test v2 assay for one patient sample tested on cobas z480 analyzer. On (B)(6) 2024, the initial result (plasma sample) was exon19 del mutation detected. On an unknown date, a sequencing (ngs) test was performed and the result was mutation not detected. On (B)(6) 2024, a new plasma extraction was run on the cobas z480 analyzer and the result was mutation not detected. The questionable results were not reported outside the lab.